Event description:
Patient revised to address pain and infection.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Review of the device history records did not reveal any anomalies. The investigation could not draw any conclusions about the reported pain and infection. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional info be rec'd, the investigation will be re-opened.